Event description:
Additional information was received that an additional low out of range shock impedance measurement was observed. All subsequent measurements were stable and within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the patient was seen in-clinic. Several shock impedance measurements were taken and all measurements were within normal limits at 46 ohms. The physician will continue to monitor the device and lead system. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.